Event description:
It has been reported to the philips that c- arm get stuck during procedure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the diagnosis procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arm got stuck. Review of the system log file showed that there was a sib gencan error. Fse performed sensor calibration and resetted the connections of the sib. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.